Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant of this pacemaker, it was noted that when the right ventricular (rv) and right atrial (ra) leads were connected, it was not pacing. The leads were disconnected and reconnected to the previous non-boston scientific device; pacing was available. Boston scientific technical services (ts) was contacted and provided troubleshooting. The pacemaker was manually taken out of storage mode with a programmer. After this was performed, the pacemaker was pacing correctly after the leads were inserted. The pacemaker was successfully implanted. Several days later, the patient was seen at the clinic. Interrogation of the pacemaker revealed that the pacing impedance measurements on the rv lead were above 2,000 ohms which triggered the lead safety switch algorithm to change this lead to unipolar configuration. The pacing threshold measurements on the ra lead were also above 2 volts. Ts was contacted again and a consultant discussed additional testing and diagnostics to perform in order to determine the cause for the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead was explanted. No additional adverse patient effects were reported. The pacemaker remains implanted and in service.